Event description:
It was reported by service report that the mattress had liquid ingress. There was pt involvement; however, no adverse consequences were reported as a result of the mattress. During a medical procedure a pt expired and caused bodily fluid to leak through the mattress. The user facility stated the mattress did not contribute to the pt expiring.